Manufacturer narrative:
Fluctuating pressure readings were reported. The failure occurred during system restore. No harm to any person has been reported.a pressure reading issue, can lead to a pump stop, if the intervention is set by the user, therefore a report is required.a getinge technician was sent for investigation. He changed the cable and the error disappeared and the readings were in the normal range. He changed the cable back to the original cable and the error had gone, but to be safe the technician replaced the cable out of precautionary measures. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed.the log files of the reported cardiohelp device were reviewed and multiple pump stopps due to the testing of the technician, could be confirmed on the date of event.the technician confirmed, that there was nothing visibly wrong with the hls cable. No corrosion or damage that could be detected.as the failure could not be reproduced by the technician, the root cause remains unknown.however, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure:- wrong plugged external pressure sensor or disconnection (mix up)- disturbed (emi) pressure sensor- connection of non-compatible sensor- positive or negative pressure beyond specification (release of tubes)- too high / low atmospheric pressure.accoding to the IFU (chapter 6.2.6 "pressure drop monitoring") this function monitors the calculated pressure drop between pint and part. For this purpose, warning limits must be set. If the calculated value is outside of the warning limits, the cardiohelp-I generates a low-priority alarm. The alarm ends as soon as the calculated value is within the warning limits again.further, according to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Additionally, according to the instruction for use (IFU) of the cardiohelp, chapter "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage. Based on the results the reported failure "fluctuating pressure readings" could be confirmed, but not replicated by the getinge technician.the occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The failure was detected during system restore. Fluctuating pressure readings were reported. No harm to any person has been reported. A pressure reading issue, can lead to a pump stop, if the intervention is set by the user, therefore a report is required. Complaint ID:(B)(4).